Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2020. H.6. Investigation: two photos and six 1ml ll syringes were received. Four of the syringes were in opened blister packs (p/n 309628). Two were from batch 9294259 and two were from batch 9294272. The photos depicted two loose 1ml ll syringes filled with unknown clear liquid and a customer label attached. In the physical samples, it appeared the "hairline crack" is a small amount of excess material, which was acceptable per product specification. A potential root cause for the flashing defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are required at this time. DHR's were performed for the lot #'s. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that syringe 1ml ll w/o dn was deformed but still operable. The following information was provided by the initial reporter: "fine hair line cracks have been observed on the barrel 1ml bd syringes."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9232822, medical device expiration date: 2024-08-31, device manufacture date: 2019-10-03, medical device lot #: 9294259, medical device expiration date: 2024-10-31, device manufacture date: 2019-12-05, medical device lot #: 9294272, medical device expiration date: 2024-10-31, device manufacture date: 2019-12-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll w/o dn was deformed but still operable. The following information was provided by the initial reporter: "fine hair line cracks have been observed on the barrel 1ml bd syringes."